Event description:
Same issue as FDA report (B)(4). We recently had another faulty integrator that came from a different lot number. New lot # is sh022028. We cut open the integrator and it had the same issue (missing pellet) that affected the other integrators. Fortunately, it was noticed before the kit was used on a patient. So far, we¿ve only had the one reported, but did want to escalate to this group for tracking purposes. This lot # does seem to be the dominate lot that we¿re currently using and with no other reported issues it seems to be an even smaller isolated incident than the first. We¿re evaluating whether we should pull this lot # from our stock or if we think this was a one-off from this batch. [Date redacted] multiple correspondence with site and rep, [redacted], opened complaint, still only one faulty indicator noted by [redacted], and will send the product for investigation. Manufacturer response for sterile indicator, (brand not provided) (per site reporter).